Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. It was reported that the boards in the charger were damaged by liquid contamination. The root cause of the contaminated charger cannot be positively determined, but was likely due to liquid ingress. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.

Event description:
The pt service representative (psr) assisting a (B)(6) year old male pt contacted zoll customer support to report that the pt's charger was unable to charge either battery pack. The pt was provided with a replacement battery charger.